Event description:
The manufacturer became aware of a literature published by the ¿clinic for technical orthopedic surgery, university hospital of muenster, germany¿. The title of this report is ¿clinical benefit and improvement of activity level after reconstruction surgery of charcot feet using external fixation: 24-months results of 292 feet¿, published on november 22, 2014. Which is associated with the stryker ¿hoffman ii external fixation system¿. The article can be found at http://www.biomedcentral.com/1471-2474/15/392. This report includes an analysis of the clinical data that was collected on 282 patients. The cases in this study range from 1996 to 2010. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 4 patients experienced infection, which required revision. The report states, ¿other reasons for revisions were dehiscence (6.7%) and infection (2.1%)¿.

Manufacturer narrative:
This record is a consolidation of events summarized as part of literature review when device and patient information is not available. This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged event of infection, which required revision, could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Manufacturer narrative:
Please note correction to suspected medical device in section d. This includes the following; product long description, product code, and common device name. This complaint has been generated based on findings discovered during the post-market surveillance literature review. The alleged event of infection, which required revision could not be confirmed, since no additional information was received from the author or the article. More detailed information about the patient medical history, the event circumstances, and medical reports must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by the ¿clinic for technical orthopedic surgery, university hospital of muenster, germany ¿. The title of this report is ¿clinical benefit and improvement of activity level after reconstruction surgery of charcot feet using external fixation: 24-months results of 292 feet ¿, published on november 22, 2014. Which is associated with the stryker ¿hoffman ii external fixation system¿. The article can be found at http://www.biomedcentral.com/1471-2474/15/392. This report includes an analysis of the clinical data that was collected on 282 patients. The cases in this study range from 1996 to 2010. During the review of the literature, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available. It was reported that 4 patients experienced infection, which required revision. The report states, ¿other reasons for revisions were dehiscence (6.7%) and infection (2.1%)¿.